Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
It was reported that the patient experienced poor performance with device use, subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is submitted january 11, 2016.